Event description:
The out patient was positioned on the scanning table per department protocol: arms above the head and the EKG monitor attached for gating purposes. The camera was enabled to begin its 90 second pre-scan during which time it automatically sets the orbit around the patient's chest followed during the actual scan. The staff member stepped back to watch the camera slowly move over the patient's right arm and shoulder. Rather than moving away from the patient as the arm and shoulder approached head 1, the head slowly ran into the patient's upraised arm and the patient called out to the staff member. The staff member confirmed that the camera head was touching the patient and punched the red stop button. The patient was manually pulled away from the camera heads. The patient was not harmed.